Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. During the procedure, the physician positioned the ipg deeper as it was too close to the surface. The patient was reportedly doing well following the procedure.